Event description:
It was reported by the patient's mother that the patient developed an abscess at the pod¿s insertion site (leg) while wearing the device between 49 and 71 hours. The pod was removed due to pain and swelling at the infusion site. After removing the pod, a 10cm abscess with purulent discharge was observed. The patient was treated at the emergency room ((B)(6)) on (B)(6) 2025, for 3 hours. The abscess was examined with ultrasound, and the pus was removed. The patient was prescribed serasept 4 times daily. A new pod was applied. No impact to the patient's blood sugar level was reported. On (B)(6) 2025, the patient went to a doctor ((B)(6)) due to pain at the abscess site. The abscess was reopened and the pus was removed. The patient was prescribed fusicutan creme every 2 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.